Event description:
A complaint was received regarding a primary plum set, clave secondary port, clave y-site, distal microbore tubing, secure lock, 104 inch that experienced leakage. The reporter stated that in total over the last few months, they have at least 30-40 instances of leaking IV tubing at the vent port, both the protect from light tubing as well as the clear plum pump tubing. There was unknown patient involvement.

Manufacturer narrative:
D4 and h4 the lot#, expiration date, and manufacture date are unknown. The investigation is pending completion. Upon completion a supplemental MDR will be submitted.

Manufacturer narrative:
Investigation summary: no 15247-28 product samples, videos or photographs were returned for investigation. The device history was not reviewed, no lot number information was provided. The complaint cannot be confirmed, without the return of the used sample, a comprehensive failure investigation cannot be performed, and a cause cannot be determined.